Event description:
It was reported that the patient experienced dizziness due to oversensing of noise on the right ventricular (rv) lead. Lead damage was suspected, but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.